Event description:
It was reported patient underwent a m2a hip arthoplasty in 2004. Subsequently, patient was revised on (B)(6) 2012 allegedly due to pain. The head and shell were removed and replaced with a competitor's products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur; under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Metal on metal articulating surfaces have limited clinical history.

Event description:
It was reported patient underwent a m2a hip arthroplasty in 2004. Subsequently, patient was revised on (B)(6) 2012 allegedly due to pain. The head and shell were removed and replaced with a competitor's products. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a right hip revision on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion and lack of mobility. Legal document further reports the presence of cystic fluid consistent with metallosis, black metal debris and synovitis were allegedly noted during the revision procedure. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 was due to pain. The patient's operative report noted cystic fluid, black metallic debris, and synovitis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01829 / 01830).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a m2a hip arthroplasty in 2004. Subsequently, patient was revised on (B)(6) 2012 allegedly due to pain. The head and shell were removed and replaced with a competitor's products. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a right hip revision on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion and lack of mobility. Legal document further reports the presence of cystic fluid consistent with metallosis, black metal debris and synovitis were allegedly noted during the revision procedure.